Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not achieving paresthesia on the table, not performing an x-ray immediately after the procedure to confirm placement, inadequate fixation, and no attempts to reprogram the transmitter have been ruled out as potential causes. Although the patient has chronic regional pain syndrome (crps), they do not believe this is the cause of their pain. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.

Event description:
The patient reported pain. Attempts were made to change the transmitter settings without success. The implanting clinician believes the patient has fully healed from the permanent implant procedure and is benefitting from the device. Despite this, the patient would like an explant procedure (a date has not been scheduled).